Manufacturer narrative:
(B)(4). The lot was manufactured between 10/24/13 to 10/31/13. Expiration date apr 2015. A companion sample was returned to baxter healthcare for further investigation. A visual and functional (pressure) test was performed on the sample and no defects or nonconformities were found. A batch review was conducted for potentially associated lot number gd895771 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a disconnection between their minicap and their transfer set during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.